Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Since neither product nor logs were available for investigation, the cause of the placement signal issue could not be determined. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a loss of placement signal. The patient's procedure was completed successfully and the patient was weaned from the pump. No patient harm was reported.